Event description:
It was reported to philips that the system's c-arm was unable to perform rotations. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the schedule procedure was performed when the issue happened. The procedure was rescheduled and completed in another system. Field service engineer (fse) checked the device on site and confirmed the reported problem. After reviewing the log, fse found there is an application error as power supply not switched on. Upon troubleshooting, fse found that the cable of brake was grounded, the cable was damaged. To resolve the problem, fse swapped the damage brake cable. After the repairs were completed, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.